Manufacturer narrative:
H6: investigation summary a device history record review was performed for provided lot number 8228946 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, a picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, the syringe is observed without the plunger assembled and the saline volume is less than 3ml with the tip cap removed. It appears that at some point, the syringe was used. At this time, an exact cause related to the manufacturing process cannot be determined for this incident. There is a vision system within the manufacturing facility that inspects all product for signs of defect, such as misassembled plunger rods. Based on the stringent preventive measures in place, we believe this was an isolated incident with an unlikely recurrence. The observed defect should not affect the functionality of the product as the plunger rod can be screwed in place to flush the saline solution.

Event description:
It was reported that 30 3 ml bd posiflush¿ sp pre-filled flush syringes nacl 0.9% experienced plungers that were loose/fell out. The following information was provided by the initial reporter: posiflush plunger came out.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 30 3 ml bd posiflush¿ sp pre-filled flush syringes nacl 0.9% experienced plungers that were loose/fell out. The following information was provided by the initial reporter: posiflush plunger came out.